Event description:
It was reported to the nominated investigator that the carer was bathing the pt. The carer lowered the chair and assisted the pt onto the chair then raised him up and turned him into the bath then lowered him to bathe. Once finished, the carer then raised the client out of the water and turned him out of the bath. Whilst the pt was in mid air, the chair became detached from the jib causing the pt to fall to the floor. The pt was comforted on the floor by the carer who then raised the alarm because the pt was complaining of lower back pain. The unit manager then called an ambulance which came and took the pt to hospital for treatment.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med ab ltd (under registration (B)(4)). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment ab and any medwatch reports will be submitted under registration (B)(4). Further info will be provided upon manufacturer's investigation.